Event description:
Dialysis facility reported that during treatment termination the arterial pressure monitoring line "fell out" of the drip chamber assembly. As the patients blood had been returned the pt suffered no blood loss. No other ill effects to the pt have been reported. The sample is not available for evaluation.